Event description:
A 20 gauge insyte catheter separated from the adapter. The catheter material embolized into the pt. A 78 yr old pt arrived into the dept where an IV line was placed, the line was heplocked with a j loop and the pt then sent to the medical floor. At the medical floor prior to hooking up the IV fluids, the pt complained of pain at the site and leakage was also noted. At that time another line was going to be placed, the clear tegaderm dressing was removed, at that point it was noted that the catheter was no longer attached to the hub.